Event description:
Before beginning procedure, anesthesia attempted to unlock bed so that bed could be rotated. When the unlock button was pressed the bed made a jerking movement front to back. The jerking movement happened two more times on its own without any buttons pressed. Anesthesia noted a puddle of what is believed to be hydraulic fluid spilling onto the floor from under front of the bed. The front legs of the bed remained on the ground but the back legs sat about two inches in the air, one higher than the other so that the bed is not flat. Charge nurse notified. Biomed notified. Patient immediately moved by anesthesia and staff to post-anesthesia care unit (pacu) bed for safety where procedure was completed until broken or bed could be removed from room.